Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301948 lot 1903232 to investigate this record. Bd was unable to verify the reported issue or determine a definitive root cause. Bd believes that the material noticed in the needle should be epoxy. This issue may occur due to some stoppage in the assembling machine. This may lead to some epoxy from one needle touching another before the curing process. The becomes cured on the external surface of the hub. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination prior to use. The following information was provided by the initial reporter: when opening the syringe and it was found that there was a milky white substance on the needle of the syringe. Due to the timely detection of non-use, no impact was on the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination prior to use. The following information was provided by the initial reporter: when opening the syringe and it was found that there was a milky white substance on the needle of the syringe. Due to the timely detection of non-use, no impact was on the patient.